Event description:
It was reported the colonovideoscope exhibited an unspecified communication error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. However, the most probable cause of the intermittent image was traced to deformed gold contact pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.